Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian/hispanic female who underwent breast augmentation revision with 250cc mentor memorygel breast implants experienced bilateral capsular contracture and right sided rupture post procedure. The issues were diagnosed at the physician¿s office. The left sided capsular contracture was baker grade ii. The right sided capsular contracture is baker grade iii. The implants were riding high, more so on the left. There was discomfort in the left breast. As a result, capsulectomy and bilateral prosthesis replacement with 225cc mentor memorygel breast implants was performed on (B)(6) 2021. See 1645337-2021-13890 for contralateral prosthesis report.